Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that an implant procedure on (B)(6) 2024 was abandoned because the patient experienced a temporary loss of motor skills from the waist down.